Event description:
It was reported that the implantable pulse generator exhibited a battery error code at device interrogation. The error message disappeared when clicking ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A full reset occurred on (B)(6) 2009.

Event description:
It was also reported that the device displayed a warning message indicating the residual longevity of the device could not be calculated. The device had a flipped bit issue. A manual guided reset was successfully performed and the device remains in use.